Event description:
A malfunction occurred on the pump, as reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information to the caller and assisted in resetting the pump, which resolved the malfunction. The customer was advised to continue using the pump and to call back if the malfunction recurs, which the caller acknowledged and understood.